Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot 3353665. 1 this batch of products were assembled at intima ii auto line 4 in february 2024, and packaged at cfs package line in february 2024. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the specific site and state of the crack in the catheter cannot be confirmed, the root cause of this defect cannot be determined.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter defective / damaged on (B)(6) 2024, at approximately 7:50 a.m., while the charge nurse was infusing medication into a patient, the indwelling needle was punctured and vented to reveal a crack in the hose from which the medication was leaking, and the indwelling needle was replaced.